Event description:
It was reported that during an unknown procedure, the device had firing issues. The device could not fire at the first stroke of the first firing with the gold reload. Another like device and reload was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Results: drivers, one piece sled, cartridge, pan, incomplete cycle. The analysis results showed that one ecr60d cartridge reload was received partially fired 1/4. The cartridge reload partially fired is consistent with an incomplete or interrupted cycle. Upon further analysis the pan was noted to be fully dislodged and damaged. No further functional testing could be performed due to the conditions of the device. In addition the cartridge deck and one piece sled were found damaged where the firing stopped. The damaged found on the cartridge deck and one piece sled is consistent with damaged caused when the device is clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the one piece sled pushing the driver to continue its run and becomes damaged. If resistance is felt, stop and replace the cartridge. Please reference instructions for use for additional instructions. Furthermore seven double drivers were noted to be out of position and missing. No conclusion could be reached on what may have caused the cartridge pan to dislodge. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.